Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
An long-term outcome and quality impella registry was received. It was reported that an impella cp was placed in a patient for heart failure support. The left femoral artery was accessed using best practice. The impella was inserted via 14 french x13 centimeters peel away sheath. Percutaneous coronary intervention was performed to the left main left anterior descending coronary artery and left circumflex artery with a total of two stents placed and balloon angioplasty. The patient remained stable through the procedure. The pump was explanted without complication. Three adverse events were reported. The patient presented to the emergency department with chest pains and tightness that started the night before and earlier that morning. Th patient had a stress test today and was sent to the emergency department for evaluation. The chest pains worsened with exertion and were relieved with nitroglycerin. The patient also complained of shortness of breath. The patient was admitted for chest pain/possible acute coronary syndrome. Cardiology was consulted, medications were adjusted and cardiac biomarkers were drawn. Stress test showed normal function/low risk. The patient felt the chest pains could have been due to acid reflux. The patient was to follow up with gastro post-discharge. Approximately four months later, the patient presented to the emergency department with a two minute syncopal episode, tachycardic, hypotensive and febrile. The patient had previously passed out in the shower. The patient was covid positive when admitted. The patient was on non-st-segment elevation myocardial infarction (nstemi) pathway. Nstemi could be type two demand ischemia due to covid infection or due to the patients cardiac history. The patient wished to continue on medical therapy. The patient reported to have chronic/stable class ll-lll angina. The patients chest pain and shortness of breath improved and that patient wanted to go home. The patient declined an angiogram. The patient was discharged and was chest pain free and stable on room air. Home medications were adjusted. Approximately one month later, the patient presented to the emergency department with a complaint of unstable angina. Per the patient, it has been intermittent for a few weeks and was relieved by nitroglycerin. The patient was admitted and an angiogram was performed. Post angiogram, the patient was discouraged. The patient has mulitivessel coronary artery disease but otherwise is comfortable. Options were discussed. The patient was hesitant about surgical options. An electrocardiogram showed first degree atrioventricular heart block as before, anterior and lateral down sloping st-depression (worse than prior). The angiogram showed severe multivessel coronary artery disease. The patient was angina free at discharge and did not want surgery. The lesion would make it difficult to stent. The plain is to consider higher-risk percutaneous coronary intervention versus medical management.

Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: no product was returned for investigation. Ischemia/ heart block/ arrhythmia: in order to make a root cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Hypotension/ fever: the cause of the injury was not determined due to insufficient clinical details.